Manufacturer narrative:
Zimvie complaint number (B)(4). Weight unknown / not provided, brand name unknown / not provided, catalog and lot number unknown / not provided, UDI not available, and PMA/510(k) number not available.

Event description:
Doctor reported that the crown was loosen and the abutment and implant could not disengage. When turning the abutment anticlockwise the implant came out.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One unknown biomet screw was returned for investigation. Visual evaluation of the as returned products identified that implant, abutment, and screw could not disengage. Additionally, the devices were damaged possibly during the removal process. Damages sustained during removal of devices are not considered a malfunction of devices. Functional testing was performed but the devices could not disengage. No pre-existing conditions were noted. The reported devices were intended for tooth # 46 (fdi). DHR could not be reviewed for the unknown abutment/screw since the lot numbers were unknown. Complaint history could not be reviewed for the unknown abutment/screw since the lot/item numbers were unknown. Therefore, based on the available information, the loosening event could not be verified.

Event description:
No further event information is available at the time of this report.